Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2015. On (B)(6) 2016 a follow up identified a type 1b endoleak in the right common iliac, the patient was asymptomatic. On (B)(6) 2016 the physician elected to implant a limb stent graft to seal the endoleak. The patient is stable.